Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator generated an error with rendered the device inoperable. The ventilator was not in use on a patient at the time of the event. The service engineer inspected the device and replaced the breath delivery unit (bdu) printed circuit board. (Pcb). The ventilator passed all the required testing.